Manufacturer narrative:
Results: the lantern was fractured approximately 38.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed that the catheter was fractured. If the device was forcefully advanced against resistance, damage such as a fracture may occur. The lack of guidewire present when being advanced into the non-penumbra guide catheter on the back table may have contributed to the fracture. The non-penumbra guide catheter identified was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) became fractured while being advanced into a guide catheter on the back table. The damage to the lantern occurred prior to use and, therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern and the same catheter.